Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the jet tube and the distal cover had a burned area. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the jet tube and the distal cover had a burned area. However, additional information was received indicating the reported event regarding the burnt distal cover did not occur. In addition, the device was returned without reprocessing due to other (non-reportable) defects, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.